Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed falling and low pacing impedance. On x-ray and fluoroscopy, the physician noted all slack gone on the lead and the implantable cardioverter defibrillator (ICD) had flipped or turned in pocket. The physician also believed the lead helix was ¿pulled or stretched.¿ they considered possible overactivity of patient as possible explanation but was not certain. A lead revision procedure was conducted, and the physician stated they were not able to get the lead helix to retract and the lead was pulled from the myocardium. The lead was removed and replaced. The device remains in use. No further patient complications have been reported as a result of this event.